Manufacturer narrative:
Per internal review on 4-jun-2025, it was identified that bwi received additional information on 15-may-2025 that was mistakenly omitted from the prior supplemental report. Here is the information from 15-may-2025: the pentaray was confirmed to be the cause of the irrigation issue. The bag was flowing as normal--no pump was used. The issue was noted only after usage on the patient when the device was being reinserted after ablation. No device errors were noted. The medical team happened to discover that the pentaray was not dripping prior to reinsertion into the body. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 13-may-2025, the product investigation was completed. It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping catheter and a mid procedure irrigation issue occurred. When the pentaray was flushed and used for the left atrium (la) map, everything was fine. The cable was then changed due to a sensor error. Ablation proceeded, however, when the physician attempted the post voltage map they could not flush. They physician did not want to proceed with that device. No further details were provided regarding troubleshooting of the catheter or completion of the procedure. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection, magnetic test and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device was connected to the carto 3 system and it was recognized and visualized correctly. No issues or errors were observed. Then was connected to the pump, and an irrigation test was performed; the device was found occluded. Further investigation under microscope inspection, revealed the irrigation tube kinked at the tip area. A manufacturing record evaluation was performed for the finished device number lot 31403585l, and no internal action related to the complaint was found during the review. The magnetic issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations stated in the carto 3 system manual: the magnetic sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. The irrigation issue reported by the customer was confirmed. The potential cause of the kink irrigation tube could be related to the handling of the device during the procedure, however, this could not be conclusively determined. The instructions for use (IFU) contain the following warnings and precautions: a compatible irrigation pump is recommended to ensure proper irrigation flow rate. Before use, verify that the irrigation ports are patent by infusing heparinized normal saline through the catheter and the irrigation tubing. Purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. Inspect the irrigation saline for air bubbles prior to its use in the procedure. Air bubbles in the irrigation saline may cause emboli. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping catheter and a mid procedure irrigation issue occurred. When the pentaray was flushed and used for the left atrium (la) map, everything was fine. The cable was then changed due to a sensor error. Ablation proceeded, however, when the physician attempted the post voltage map they could not flush. They physician did not want to proceed with that device. No further details were provided regarding troubleshooting of the catheter or completion of the procedure. A follow-up has been sent to obtain clarification for this complaint but no further information has been obtained at this time. No patient consequences were reported.